Event description:
It was reported that a balloon entrapment occurred. The 90% stenosed, 6mm x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 06/2.50 flextome cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon was locked with the guidewire. The devices were removed from the patient's body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received loaded on to the customers guidewire. This flextome device is recommended for use with a 0.014 (0.36mm) guidewire. During the product analysis the investigator was unable to remove the device from the customers guidewire due to bunching damage to the wire outer coils located at the distal end of the wire. For investigation purposes the investigator dissected the damaged end of the wire and successfully removed the device. As the customers guidewire was damaged, the investigator selected a boston scientific 0.014 filterwire and successfully inserted it through the device and removed it with no resistance experienced. A visual examination identified that the balloon had been inflated and was not refolded. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or kinks to the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon entrapment occurred. The 90% stenosed, 6mm x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 06/2.50 flextome cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon was locked with the guidewire. The devices were removed from the patient's body without any intervention. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.